Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling by the user, leading to water invasion and/or foreign material invasion which adhered to the electrical contacts at the scope connector. Then, the connection of the electrical parts became unstable which then led to the temporarily displayed error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "connection of the endoscope and ancillary equipment connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to sporadic failure. It was also observed that the universal cord was corrugated, and the suction cylinder was deformed. The angulation in the up direction did not meet standard due to a worn angle-wire. Also, the gap on the up and down knob did not meet standard due to the worn angle-wire. A pinhole was observed on switch 1 and bending section cover adhesive was broken. It was also observed that the air and water cylinder was deformed. Lastly, the light guide bundle was not working within normal standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope displayed scope error (e315) message. The reported issue occurred during preparation of use for an unknown diagnostic procedure. There were no reports of patient harm associated with this event.